Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 524 mg/dl. The customer was unable to troubleshoot for the issue as she did not have insulin pump available, and was advised to call back to continue troubleshooting.